Event description:
The manufacturer received information alleging the trilogy ev0 ventilator had a broken alternating current (a/c) power cord. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's a/c cord was replaced to address the issue.